Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the customer put a new cartridge on the pump, but the pump would not allow the customer to resume. Reportedly, the customer did not follow the load sequence and just put the cartridge on the pump. The cartridge was successfully loaded to address the event and insulin delivery was resumed. Blood glucose (bg) was 526 mg/dl. Multiple attempts were made by tandem¿s technical support to obtain additional information; however, no additional information was provided.